Manufacturer narrative:
.

Event description:
A report was received that the patient had an infection. It was believed that the infection was not caused by the device but might be caused by one of the stitches. The lead was explanted.

Manufacturer narrative:
Additional information was received that the symptom for infection was redness at the cervical incision. Antibiotics were prescribed. The physician was unsure of the cause of infection. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. It was believed that the infection was not caused by the device but might be caused by one of the stitches. The lead was explanted.